Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the hand activation doesn't work. Another like device was used, but still the same issue. A new handpiece was used to start the case. No pt consequences.